Event description:
Pt in the cardiovascular laboratory. Attempting to position stent, but unable to cross lesion. Attempted to withdraw and stent came off delivery balloon. Unable to retrieve stent with snare or wire. Pt taken to surgery for triple bi-pass.